Event description:
Per initial reporter, the switchpoint element video router would not function during a case while a pt was on the table. The customer was able to get through the case successfully. There were no adverse consequences to the involved pt as a result of this malfunction.

Manufacturer narrative:
Attempted to obtain pt info from initial reporter. Initial reporter mentioned that the hospital would not provide this info to stryker. There is no established expiration date for this device. The device was initially evaluated in the field. Further evaluation is necessary. From initial eval in the field, no conclusion can be made. Further evaluation is necessary. The unit will be returned to the manufacturer for eval.